Event description:
It was reported that a file or files separated in the canal during a procedure. Multiple unsuccessful attempts were made to obtain further info.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by a dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Please note that while exemption allows reporting of rotary niti file separation events via asr, the type of file involved in this event is not known as of this report. As such, this is being reported as a single MDR. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.